Event description:
It was reported the procedure was to treat a heavily calcified lesion in the left common carotid artery. The nav6 embolic protection system was placed in the common carotid artery and a .035 buddy wire was placed. The physician inadvertently advanced a balloon expandable stent over the buddy wire instead of the barewire, thus trapping the barewire and filter when the stent was deployed. The patient was sent to surgery to remove the filter and barewire resulting in a delay. The patient was fine post procedure and did not require any extended hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, there is no indication that the reported entrapment of the barewire and filter resulting in surgical intervention and delay in treatment is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, the entrapment of the barewire and filter was the result of the non-abbott balloon expandable stent being advanced over an 0.035 buddy wire instead of the barewire, thus trapping the barewire and filter when the stent was deployed. The emboshield nav6 instructions for use (IFU), instructs to ¿perform the required interventions over the barewire filter delivery wire. The reported patient effect of surgery is listed in the emboshield nav 6 instruction for use (eifu), as a known potential procedure-related adverse effect associated with the use of carotid stents and embolic protection systems. H6: medical device problem code 2017 - failure to follow steps / instructions.